Event description:
Pt was scheduled for bilateral breast augmentation. After the first procedure was completed (bilateral breast augmentation) the bovie pad was removed. Nurse noticed that the site where the bovie pad was placed had skin irritation located at the right upper outer thigh from the adhesive part of the bovie pad. After the entire surgery case was over the area still remain irritated.